Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free administration set had a leak when the tubing disconnected from the drip chamber. The event occurred during priming and during infusion with a chemotherapeutic drug. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed on the device, passing successfully with no evidence of leakage or component separation. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.